Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies or resumed insulin delivery to clear the occlusion. Customer's blood glucose was 250-400 mg/dl. Customer declined tandem technical support's offer to troubleshoot. Customer reported to use fiasp insulin in the cartridge which was not labeled for use with the pump. Tandem technical support informed customer on the labeled insulin.